Manufacturer narrative:
H2, h3) correction to the casepart analysis: the power enclosure conversion was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was confirmed. It was installed into a known working system and the system initialized. Motion, generator, communication and charging passed. Motion calibration, run rad gain and run fluoro gain calibrations passed. 2d and 3d images were obtained successfully. While under test for about 3 weeks, the system stayed on when it was shut off and umbilical removed. Bench test confirmed transistor had shorted. Reported complaint confirmed. An electrical issue was observed. Eval code method 10 is associated with this analysis eval code result 121 is associated with this analysis eval code conclusion 4307 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000175, serial/lot #: (B)(4); product ID: bi71000176, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and parts were replaced. The enclosure charger was returned to the manufacturer for evaluation. After visual and physical examination the reported issue was confirmed. The visual inspection confirm accumulated amount of dust in charger enclosure. Charger card was physically damaged. Capacitor was found detached from the pcba. The power enclosure conversion was returned to the manufacture for evaluation. After functional testing, performance testing, visual and physical examination and usability inspection the reported issue was not confirmed. Visual inspection confirm dust in charger enclosure. They cleaned and installed the enclosure into a known working system. The system initialized. Motion, generator, communication and charging passed. Motion calibration, run rad gain and run fluoro gain calibrations passed. 2d and 3d images were obtained successfully. No failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the system is plugged into the wall it functions as intended. When the system is unplugged from the wall it starts beeping immediately and on occasion has powered down in the hallway during transport. No patient was present at the time of the event.